Event description:
It was reported that foreign matter was found inside the bd luer-lok¿ tip syringe while still in the packaging. The following information was provided by the initial reporter: "bd syringe... Visibly dirty and unopened. Item removed from unit... Is the fm able to be removed or is it embedded in the plastic / needle? Unable to tell. Where was the fm located? In the fluid path? From the picture sent, foreign matter is observed but could you please describe further whether it was in the fluid path or inside the packaging? In side the syringe- appears to be the fluid path... Was there a delay of, or change in, the course of treatment due to the event? No."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: h6: investigation summary: one sample and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that sample has a brownish yellow rust-colored appearance on most of the barrel due to burnt plastic. Potential root cause for the burnt barrel defect is associated with the molding process. The embedded foreign matter/burnt barrel is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that foreign matter was found inside the bd luer-lok¿ tip syringe while still in the packaging. The following information was provided by the initial reporter: "bd syringe... Visibly dirty and unopened. Item removed from unit... Is the fm able to be removed or is it embedded in the plastic / needle? Unable to tell. Where was the fm located? In the fluid path? From the picture sent, foreign matter is observed but could you please describe further whether it was in the fluid path or inside the packaging? In side the syringe- appears to be the fluid path... Was there a delay of, or change in, the course of treatment due to the event? No".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.